Event description:
It was reported to boston scientific corp that a captiflex oval snare standard was used during a colonoscopy procedure performed on (B)(6)2009. According to the complainant, after placing the snare down the working channel, the nurse found that the active cord could not be connected to the snare to generate cautery. The male cautery connection attached to the snare handle appeared to be bent. The physician removed the snare and completed the procedure with the same active cord and another captiflex oval snare device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).